Event description:
It was reported by the rep that the (1) tlc55 was used during an unknown procedure. It was reported that the device misfired on the original firing of load. The case was completed with another device and with no pt consequences.